Event description:
An autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient (weight unknown) in 2008. According to the complainant, "the cutting wire...[detached]...[and]...fell in the papilla." The physician removed the wire and completed the procedure with another autotome rx sphincterotome. Reportedly, the patient was "stable" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken. The ends of the cutting wire were blackened and melted in appearance, and the broken wire had separated (see figure 1, page 3). The blackened and melted appearance of the wire indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unknown, although possible causes include: improper autotome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A search of the complaint database identified one additional complaint for this lot number for an unrelated event (incompatible with guidewire). The december 2007 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.